Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient hadn't felt anything or that the therapy was doing any good. Caller wanted to reprogram, but had forgotten how and was asking for assistance. Prior to calling the patient had tried using the programmer themselves. They also went to the doctor, but the device had not been checked. Patient was able to sync with their programmer and it showed stimulation was off. It was set to program 1 at 1.7v. Patient was able to turn stimulation on and reported they felt stimulation. Patient reported they did not know how stimulation had turned off, they had not used their patient programmer in a year. During the call the patient saw the patient programmer screen change from 1.7 to 1.8, patient didn't think they pressed a button. It was reviewed how to change back to 1.7, then recommended moving the antenna away from the ins when not making changes to avoid accidental changes. Patient turned stimulation on for now to see if it would resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the settings changing without the patient pressing any buttons was that the patient accidentally turned the machine off. The patient reported that the steps taken to resolve it included the phone representative gave instructions for returning the device back to on. No further complications were reported.